Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding") in a 36-year-old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety in 2011. Previously administered products included for an unreported indication: atriam. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 7 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reaction"), skin disorder ("rashes or skin conditions") and rash ("rashes or skin conditions"). The patient was treated with surgery (removal of essure (bilateral salpingectomy)), surgery (laparoscopic assisted vaginal hysterectomy and salpingooophorectomy) and surgery (laparoscopic assisted vaginal hysterectomy and salpingooophorectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. At the time of the report, the pelvic pain, menorrhagia, alopecia, hypersensitivity, skin disorder and rash outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: scout film demonstrates the essure coils in place, on the hysterosalpingogram images the coils extend within 0.5 cm of the fundi of the uterus. 0.8 minutes of fluoroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result was confirmed that they were blocked. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received: abnormal bleeding(vaginal, menorrhagia), allergic or hypersensitivity reaction, hysterectomy (partial), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, pain, rashes or skin conditions, salpingectomy (bilateral removal of fallopian tubes) and abnormal uterine bleeding added as events. The patient and reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
A spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding") in a 36-year-old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety in 2011. Previously administered products included for an unreported indication: atriam. Concomitant products included atrium from 2014 to 2016 and zolpidem tartrate (ambien) from 2014 to 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 7 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) -2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reaction"), skin disorder ("rashes or skin conditions"), rash ("rashes or skin conditions") and rash papular ("itchy bump"). The patient was treated with surgery (removal of essure (bilateral salpingectomy)), surgery (laparoscopic assisted vaginal hysterectomy and salpingooophorectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. At the time of the report, the pelvic pain, menorrhagia, alopecia, hypersensitivity, skin disorder, rash and rash papular outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, rash, rash papular, skin disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: scout film demonstrates the essure coils in place, on the hysterosalpingogram images the coils extend within 0.5 cm of the fundi of the uterus. 0.8 minutes of fluoroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result was confirmed that they were blocked concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety in 2011. Previously administered products included for an unreported indication: atriam. Concomitant products included atrium from 2014 to 2016 and zolpidem tartrate (ambien) from 2014 to 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 7 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reaction"), skin disorder ("rashes or skin conditions"), rash ("rashes or skin conditions") and rash papular ("itchy bump"). The patient was treated with surgery (removal of essure (bilateral salpingectomy)), surgery (laparoscopic assisted vaginal hysterectomy and salpingooophorectomy) and surgery (laparoscopic assisted vaginal hysterectomy and salpingooophorectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. At the time of the report, the pelvic pain, menorrhagia, alopecia, hypersensitivity, skin disorder, rash and rash papular outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, rash, rash papular, skin disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: scout film demonstrates the essure coils in place, on the hysterosalpingogram images the coils extend within 0.5 cm of the fundi of the uterus. 0.8 minutes of fluoroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result was confirmed that they were blocked. Concerning the injuries reported in this case, the following one/o nes were described in patient¿s medical records : abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 29-may-2018: pfs received, reporter added, event added as : itchy bumps. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.